Event description:
On (B)(6) 2019, senseonics was recently made aware of an incident where the patient reported pain around the insertion site to the upper part of her arm since the insertion of the eversense sensor. Multiple attempts were made to contact the patient to receive a status of the pain, but the patient was not responsive.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The device was not defective. The sterilization record for this lot of sensor was reviewed and the sensor was sterilized as per specifications. The potential to develop pain at the insertion site is a known and anticipated adverse effect of the system. There is no remedial action/corrective action/preventive action/field safety corrective action required in this case as the device is not defective. The potential to develop pain at the insertion site is a known and anticipated adverse effect of the system. Multiple attempts were made to contact the patient to receive a status of the pain, but the patient was non-responsive.